Manufacturer narrative:
The "date of this report" provided in the initial report was incorrect. The correct date has been provided in this report.

Manufacturer narrative:
The insulin pump was returned with an energizer alkaline battery. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2016 due to the insulin pump was returned with a depleted battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The caller stated that the cause of death was that the customer had a coronary problem and was in a car accident. The customer had kidney issues, heart disease, and had a pacemaker. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they do not know where the insulin pump is, but agreed to return it for analysis once they find it. Since the caller did not have the insulin pump at the time of the phone call the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.